Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing the device over the guide wire include, but are not limited to, inner diameter of the device used with the guide wire, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the device or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the patient underwent cardiac resynchronization therapy defibrillator (crt-d) implantation. During the operation, after the left ventricular electrode was in place, the bmw guidewire could not be withdrawn. Despite multiple attempts, it still could not be withdrawn, so the electrode and guidewire were removed together. After several more attempts, the electrode still could not be placed properly, so it was changed to (B)(6)implantation. The parameters were good, and the operation was successfully completed. The patient was safely discharged from the operating room. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.